Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report. Issue with miscarriage, autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086158. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_gel implants date of implant (B)(6) 2011 ) experienced autoimmune disorder: ¿lupus, high parathyroid markers, inflammation levels are high¿. It was also reported that the patient experienced left-side breast pain. The patient also alleges that the breast implants has impacted of child or fetus health: ¿I got pregnant with twins in (B)(6) 2016, had a miscarriage 2016, twins passed away, my placenta was infected and I had a d&c and 2 blood transfusions¿. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the one of the two devices.

Manufacturer narrative:
On (B)(6) 2019, mentor decided to update the codifications of patient codes to autoimmune reaction, neurological deficit and pregnancy complication. Manufacturer¿s reference number: (B)(4).